Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section g1 by adding the state (prefecture).

Event description:
The user facility reported a needle stick. On (B)(6) 2024, when the user disposed of the product after placing the catheter, they received pain. The nurse disposed of the product without indicating if the safety cover was activated. The reported incident did not result in a patient injury or necessitate medical or surgical treatment. No infections were reported on the hcp (health care provider).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: expiration date: jan 2029. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: 2/20/2024 - 02/23/2024. Three (3) unused same lot samples were returned for investigation. The samples were used to simulate and verify their proper shielding performance. We conducted inner needle pulling repeatedly. The safety cover was confirmed to be safely activated to shield the tip of inner needle and no anomalies, such as safety cover activation failure, including an exposed needle tip, were observed. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packed, and boxed as an i.v. Catheter. A 100% visual inspection is performed by the digital camera in the automatic inspection system installed in the process where a safety cover is constructed on the inner needle. The product with defective shape, which may contribute to the safety cover malfunction, shall be detected as a defect, and then automatically disposed. Regarding the automatic inspection system, we perform a periodical inspection to maintain accurate inspection performance and ensure no failure in the automatic disposal system. The record of the reported lot was traced back and reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to activation failure of the safety cover, has been detected. Moreover, no similar event attributed to a product defect has ever been reported from other medical facilities.we could not identify the root cause of the reported issue, since no anomalies, which may deteriorate the activation performance of safety cover, were noted in the returned samples and our manufacture inspection records. Relevant IFU (instructions for use) reference: - if the safety mechanism fails to activate, carefully dispose the product appropriately. - for certain activation of safety mechanism, be careful not to withdraw the inner needle at an· extreme angle or rotating or too quickly. - do not touch the safety cover after withdrawal of the inner needle for infection prevention. Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.